Manufacturer narrative:
We have been informed that the date originally reported in these fields ((B)(6) 2017) was incorrect. The correct date should have been (B)(6) 2017. This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states doing a knee replacement impaction handle spring/red attachment button broke off, leaving three pieces. Completed with other handle. The investigation could not confirm the complaint as no device was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doing a knee replacement impaction handle spring/red attachment button broke off, leaving three pieces. Completed with other handle. Issue because the pieces that broke off could get lost in the joint. No delay in surgery. No ae to patient.

Manufacturer narrative:
Additional narrative: doing a knee replacement impaction handle spring/red attachment button broke off, leaving three pieces. Completed with other handle. Issue because the pieces that broke off could get lost in the joint. No delay in surgery. No ae to patient. Patient outcome post surgery - satisfactory the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.